Event description:
It was reported that "...the pt developed vicious posture (phoetal posture), muscular contracture and extense osteoarthrosis of the hip. Surgery performed to permit better pt care. After volumous osteotomy, hard acetabular preparation and reaming, hip arthroplasty was performed with securfit acetabulum, fixed with 2 screws. After the constrained impactation, the hip was reduced. Four days after the surgery, the surgeon saw the broken ring in the x-ray and the constrained acetabular component disassembled. It was observed that the metal ring was broken. A new surgery was done to substitute the acetabular component.

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.